Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet contaminated with serum and the tip ejection sleeve stuck to the collet in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and tip eject sleeve were cleaned. The instrument was inspected, tested without further problem, and returned to service.